Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, a fast fix´s t2 implant could not be deployed. T1 was removed from the patient. Surgery resumed with a back-up device, however it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. The needle/overmold assembly is bent. There is bio debris present. A functional evaluation showed the actuator deployed to the end of the needle and back to the pre-t1/post-t2 position. An evaluation of the customer provided image showed the device laying on a surface. The t1/t2/suture are not visible. The needle is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, a fast fix´s t2 implant could not be deployed. T1 was removed from the patient by tweezers. Surgery resumed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B4 and h6 updated.